Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously (B)(6) results generated on a unicel dxi 800 access immunoassay system for four patients. The customer re-ran the samples on a different instrument using alternative methodology and the results were (B)(6). The initial erroneous results were not reported outside the lab. It is not know if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medial intervention to prevent serious injury.

Manufacturer narrative:
Service was not dispatched to investigate this event. A bci field service engineer (fse) was not dispatched to investigate the event. Quality control (qc) results indicated that it was within specifications on (B)(4) 2010. Also, a system check performed on (B)(4) 2010, resulted within specifications. A definitive root cause could not be determined for this event. This is 3 of 4 separated MDR reports related to 4 patient events associated with a single malfunction report on different days. Reference MDR numbers: 2122870-2011-04655, 04656, 04657 and 04658 for all related events. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events.